Manufacturer narrative:
Device available for evaluation?: yes. Returned to manufacturer on: 11/12/2018. Device returned to manuf.? Yes. Device eval by manufacturer? Yes. Reason code for no evaluation: other. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported with the use of the bd vacutainer sodium fluoride: 3 mg. Na2 edta: 6mg tube there was an issue with underfill. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd.

Event description:
It was reported with the use of the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg tube there was an issue with underfill. There was no report of injury or medical intervention.